Manufacturer narrative:
Cat #:72404127, lot #: 1000251714, control pump fgs iz. Cat #: 72400024, lot #: 1000255280, balloon fgs 61-70 cm.

Event description:
It was reported that patient experienced recurring incontinence. Artificial urinary sphincter (aus) device was explanted and replaced due to fluid leak at cuff. All components were explanted and replaced and will be evaluated by hosp risk management team. No adverse patient effects. Additional information was received. Patient experienced leakage a few weeks after implant.